Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with a translucent foreign material, however, the specific material could not be conclusively identified. It was noted that it looked like residue from a cleaning agent. Additionally, the cause for the clog could not be specified. Three attempts were performed to obtain additional information regarding the foreign material and reprocessing, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the nozzle was clogged with foreign material, the adhesive was damaged, the light guide lens was chipped, and the resin was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had too much pressure in the air/water channel. Inspection and testing of the returned device found foreign material that could not be removed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.